Manufacturer narrative:
The reported issue was confirmed. The root cause could not be identified. The device was evaluated upon receipt. The mixing pump was found to have stripped threads. Replaced mixing pump. The device passed all applicable testing and is ready for use. A review of the risk document, fmea dy-pfmea-096 rev 7, was performed for this investigation. The reported event is addressed in step # 6.1. Based on this review the risk is within the expected range. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 81 (non-recoverable system error). After several reboot attempts the alarm persisted. Failed processor circuit card. Per sample evaluation results received via task on 15apr2025, it was reported that the during repair, it was observed that outlet monitor temperature (t1) and outlet control temperature (t2) were approximately 1 degree different from one another. Mixing pump motor had stripped threads.